Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Additional information received from the field representative that the device did not erode through the skin. There were no additional adverse patient effects were reported. The product was remains in service.